Event description:
Pt hospitalized w/l chest pain. Workup of pt revealed oversensing of lead. Lead number known to have insulation problems through medical alert. Pt underwent pacemaker lead and generator change. Lead interrogated during surgery and found to have low impedance. Lead believed to be fractured. Capped and left implanted.